Manufacturer narrative:
This report is submitted on may 07, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced migration of the receiver/stimulator. Subsequently revision surgery was performed on (B)(6) 2018 to correct the device placement.